Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that after changing his reservoir, his pump alerted him that it had a low battery and only showed 2 bars. He tried putting in several new batteries. The customer's blood glucose was 200 mg/dl. He received a failed battery test alarm when he inserted a new battery. After troubleshooting, customer was not able to clear alarm. He was advised that insulin pump would need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected, low battery, battery out limit and failed battery test alarms during testing. Unit passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and stained end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.